Event description:
It was reported that guidewire tip detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and non-calcified bronchial artery. A .014/190cm gw transend periph guidewire was advanced into the lesion; however, during the procedure, the wire tip was broken. The broken wire tip could not be removed due to difficulties in the procedure. The procedure was completed with another of same device. No complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The device was inspected and no issues or detachment sections were identified. No other issues were observed in the device. Under microscope it was possible to observed the polymer very tip detached. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
It was reported that guidewire tip detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and non-calcified bronchial artery. A .014/190cm gw transend periph guidewire was advanced into the lesion; however, during the procedure, the wire tip was broken. The broken wire tip could not be removed due to difficulties in the procedure. The procedure was completed with another of same device. No complications were reported and the patient was fine.